Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.

Event description:
It was reported that medtronic employee wanted someone to look at captured strips for verification that show asystole events from patient. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that medtronic employee wanted someone to look at captured strips for verification that show asystole events from patient. The device was later removed. No patient complications have been reported as a result of this event.